Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 200 mg/dl. A system check was performed with tandem technical support and the occlusion alarms were verified. Reportedly, the pump supplies were changed to address the issue. Additionally, the customer did not perform the cartridge air removal step.